Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number: (B)(6).

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.